Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2013, it was reported that the patient went through acute withdrawal of opioid oxycontin. According to the patient, they went through 4 weeks of "hallucinations, misery, and suffering". The patient noted that their physician stopped treating their pump on (B)(6) 2017 and they did not have a new managing physician. The patient reported that finding a new doctor has been a consistent issue for them for the past 9 to 10 years. The patient reported that they need their medication by (B)(6) 2018 or they would go through withdrawals and be bed - ridden again. The patient made a number of non-device/therapy complaints about their past physicians and against the manufacturer. No further complications were reported.

Manufacturer narrative:
Re-review of this MDR has determined that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. The acute withdrawal and 4 weeks of symptoms were reported to be related to the oral opioid oxycontin. There was nothing to indicate that the event was related to the patient¿s infusion system. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.